Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2016. Following the implant procedure, the device was interrogated and a red screen associated with a da error message was displayed on the programmer screen. Boston scientific's technical services (ts) was contacted who suggested that the local representative should upload stored data from the device for evaluation. Ts suspected that the device had identified a memory issue that was self-corrected. Stored data was received for analysis which found that a da error was recorded in the devic's firmware on (B)(4) 2016 at 16:36 and was automatically detected and corrected at that time. The local representative was notified of the analysis results and was informed that no actions were required. The available information suggests that the device remains in-service.